Manufacturer narrative:
Continuation of concomitant products: lnq11 icm implanted: (B)(6) 2016. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient that they did not feel well after an magnetic resonance imaging (MRI) occurred. They stated that the implantable pulse generator (ipg) was " too sensitive and paces too fast". Attempts to gain more information were unsuccessful. No further patient complications have been reported as a result of this event.